Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle experienced epoxy on the needle. The following information was provided by the initial reporter: doctors noticed clomp of glue mid shaft. The patient was not harmed or impacted. The issue was noticed while injecting. There was no need for additional medical treatment.

Event description:
No additional information.

Manufacturer narrative:
It was reported a clump of glue was mid shaft on the needle. To aid in the investigation, sixty-six samples in sealed packaging blisters, and one photo was provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The photo shows a needle assembly with no plastic shield and a droplet of epoxy. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. A device history record review was completed for provided material number 305106, lot number 1335484. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.